Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there were untreated episodes stored due to oversensing of myopotential noise from two months earlier. The patient was brought in for testing and the noise was able to be reproduced in all sensing vectors when the patient pressed their palms together. During testing the subcutaneous implantable cardioverter defibrillator (s-ICD) was appropriately marking the noise. R-waves were also noted to be low. All impedance measurements were noted to be within range. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. Further review of the remote home monitoring system found a code indicating the s-ICD was exhibiting possible early battery depletion. Engineering reviewed the data and found the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD and electrode remain in service. The physician noted that they are considering full system replacement at the time of future change out due to the myopotential oversensing.

Event description:
It was reported that there were untreated episodes stored due to oversensing of myopotential noise from two months earlier. The patient was brought in for testing and the noise was able to be reproduced in all sensing vectors when the patient pressed their palms together. During testing the subcutaneous implantable cardioverter defibrillator (s-ICD) was appropriately marking the noise. R-waves were also noted to be low. All impedance measurements were noted to be within range. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. Further review of the remote home monitoring system found a code indicating the s-ICD was exhibiting possible early battery depletion. Engineering reviewed the data and found the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD and electrode remain in service. The physician noted that they are considering full system replacement at the time of future change out due to the myopotential oversensing. The device and electrode were received for analysis, thus indicating they were explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were untreated episodes stored due to oversensing of myopotential noise from two months earlier. The patient was brought in for testing and the noise was able to be reproduced in all sensing vectors when the patient pressed their palms together. During testing the subcutaneous implantable cardioverter defibrillator (s-ICD) was appropriately marking the noise. R-waves were also noted to be low. All impedance measurements were noted to be within range. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. Further review of the remote home monitoring system found a code indicating the s-ICD was exhibiting possible early battery depletion. Engineering reviewed the data and found the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD and electrode remain in service. The physician noted that they are considering full system replacement at the time of future change out due to the myopotential oversensing. The device and electrode were received for analysis, thus indicating they were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.